Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 20 (position out of range) was confirmed during archive data review and functional testing. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive staft is not restored at the home position. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged shaft lock pin and encoder gearbox were noted. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To address the damage, the shaft lock pin and encoder gearbox need to be replaced and the sticky clutch plate deburred. The autopulse platform is a reusable device and was manufactured in december 2007 and is 11 years old. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. During functional testing, user advisory (ua) 20 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data shows user advisory (ua) 20 error messages occurred on the reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 20 (position out of range) error message. The lifeband was replaced, however, the customer was unable to clear the advisory. No patient involvement.